Manufacturer narrative:
Device evaluation: the portion of the device, approximately 16" long, was received for evaluation from the 10/28/2014 percutaneous lead repair. The percutaneous lead portion was tested for electrical continuity in the condition that it was received and the green wire produced an open circuity. Examination of the lead portion revealed breakdown of the braided shield adjacent to the metal connector and at the distal end of the bend relief. Visual inspection of the wires found that the green wire was completely fractured at the nipple housing of the metal connector. The observed wire damage appeared to be the result of repetitive flexing. The remaining wires appeared unremarkable. If the reposed conductors of the green wire contacted the braided shield while operating on a tethered power source, the resulting short to ground would have caused the alarms and power elevations that were confirmed through the evaluation of the log file data. The device remains implanted and in use by the patient with no further events reported. A review of the device history record revealed that the device met applicable specifications. No further info is available. The manufacturer is closing the file on this event.

Event description:
The pt was implanted with a left ventricular assist device. It was reported that while the pt connected himself to power module, he noticed that the pump speed decreased to 7700 rpms with an audible alarm. The hospital staff reported red heart alarms while connected to 14v power module patient cable and power module. The pt connected himself back on batteries, but still had audible alarms so his wife changed out his system controller. The pt did lose consciousness when his wife changed the system controller. It was stated that the pt was concerned that "the power module malfunctions" so he stayed connected to battery all night. The pt's wife called the hospital in the morning to update the hospital on the previous evening events so the hospital asked the pt to come to clinic in the morning. When the hospital went to change him to the hospital's power module while in clinic, "his pump stopped" and he did lose consciousness (the system monitor showed no flow, no speed, and a red heart alarm was noted). The hospital staff quickly returned the pt to battery power and he regained consciousness. The pt's mean arterial pressures in-clinic were 62-66 via doppler (before and after this event). A review of the submitted log file data was consistent with the reported event where there was low speed advisory events records while the pt was connected to power module. The log file data did not reveal any pump stoppage events. The log file data also displayed a driveline disconnected alarm at the end of the file which indicated that a controller exchange was performed as reported by the hospital staff. According to the hospital staff, these events continued to occur after using a different system controller, 14v power module pt cable, and power module but not occur on battery power. The event displayed in the log file and info provided revealed a possible percutaneous lead issue. X-ray images of the external portion of the percutaneous lead were requested. A review of the x-rays of the external portion of the percutaneous lead revealed that there was evident thinning in the shield near the exit site and at the bend relief end. As a result, a percutaneous lead distal-end replacement was scheduled with the manufacturer's technical service personnel. During the onsite visit on (B)(6) 2014, while technical service personnel performed a continuity testing of the percutaneous lead, the green wire was found to be broken. A portion of the percutaneous lead was returned and received by the manufacturer. No other info was made available.